Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, occlusion of device or native vessel, and claudication (e.g., buttock, lower limb).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic and bilateral iliac artery aneurysms using gore® excluder® aaa and iliac branch endoprostheses. Prior to the devices being implanted, the right internal iliac artery was coil-embolized. An iliac branch component was successfully deployed in the left common iliac artery, and an internal iliac component (hgb161407a/(B)(4)) was advanced and implanted without any reported issues. A trunk-ipsilateral leg and a contralateral leg component were then implanted to complete the repair. A final procedural angiograph reportedly showed an indeterminate endoleak around the left iliac artery aneurysm. The physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2018, a follow-up examination reportedly revealed symptoms of claudication. On (B)(6) 2018, a follow-up computed tomography scan reportedly identified occlusion of the internal iliac component by thrombosis. According to the report, blood clots were present in the abdominal aortic and bilateral iliac artery aneurysms, which may have caused the occlusion. The physician will continue to monitor the patient.